Manufacturer narrative:
The reported event of lead fracture was confirmed. Returned octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient was participating in a clinical study. It was reported the patient experienced ineffective stimulation without any known traumatic event. The lead is believed to be fractured. To address the issue, the patient may be awaiting surgical intervention.